Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope image had snowflakes. The reported issue occurred during set up and there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there is foreign material in the nozzle. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a problem with the video connector board or contact points. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope image had snowflakes. The reported issue occurred during set up and there were no reports of patient harm.